Event description:
It was reported that this inflatable penile prosthesis (ipp) had inflation issues. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that both cylinders had wear at fold in the proximal end and distal end of the cylinder. The first cylinder did not pass the leak test. No leaks were identified on the second cylinder. The pump was microscopically inspected, and leak, functionally tested. The microscope test found that the pump kink resistant tubing (krt) was worn to the filament. No leaks were identified. The pump did not pass the functional test. The reservoir was microscopically inspected and leak tested. The component passed all the tests. Product analysis was able to confirm the reported device allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had inflation issues. The ipp was explanted and replaced. No patient complications reported.